Manufacturer narrative:
(B)(4) (no known impact or consequence to patient). (B)(4) (high test results). In-house investigation confirmed that the drug fulvestrant causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued to all current architect estradiol customers. The letter informs the customer that patients undergoing fulvestrant therapy should not be tested with the architect estradiol assay. It also instructs the customer to review the letter with their medical director. The architect estradiol package insert will be updated to include new information regarding interference/cross-reactivity between the architect estradiol assay and the drug fulvestrant.

Event description:
The customer inquired regarding potential interference (falsely elevated results) with the architect estradiol assay for a female patient, born on (B)(6) 1972, who has been taking faslodex since (B)(6) 2015. No adverse impact to patient management was reported. The following architect estradiol results were provided: (B)(6) 2015: 14 ng/l; (B)(6) 2015: 10 ng/l; (B)(6) 2015: 47 ng/l; (B)(6) 2015: 71 ng/l; (B)(6) 2015: 48 ng/l; (B)(6) 2016: 57 ng/l; (B)(6) 2016: 89 ng/l.